Event description:
It was reported that during an unk procedure, when reloading, the clip didn't come out properly. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Ejected clips. Evaluation summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed and ejected the remaining clips. The instrument lock out was functional. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.